Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported power on reset (por) for implant. Patient was trying to check the battery of the device and they saw por. Patient had never changed the settings since they got it. It had been on program 2 at 1.6 volts. They only turned it off when flying and they had not flown in five years. Patient was having hard time connecting and changed the batteries in the patient programmer (pp) and then they were able to connect. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.